Event description:
A telephone call from an attorney claimed this patient was revised after 9 years due to loosening of the acetabular shell and poly wear to the liner. The components were discarded by the hospital.